Event description:
It was reported that bd syringe 3ml ll w/ndl 21x1 rb package was damaged / defective. Today a technician brought to our attention that several bd 21g x 1¿ 3ml syringes (B)(4); lot 6061160) were unsealed from the manufacturer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.